Manufacturer narrative:
Concomitant medical products: 7741, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead exhibited high and unstable thresholds. The rv and lv leads remain in use. No patient complications have been reported as a result of this event.